Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Block a: customer contacts reports no patient information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA ,madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive airway pressure during a case. There was no patient injury.